Event description:
It was reported that the patient was unable to inflate and deflated the ams 700 inflatable penile prosthesis. The pump would stay dimpled regardless of attempted resets by the doctor. The patient is scheduled to have a revision surgery on (B)(6) 2019. Additional information received stated that there was a kink in the reservoir tubing and would not allow fluid to transfer. The ipp conceal reservoir was removed and replaced with a new one.